Event description:
Device returned for eval and repair. No pt involvement was reported. After the skull clamp was rec'd and repaired, the hosp notified the repair dept that the clamp had been involved in a pt-related incident. On august 18, 2006, the hosp was contacted for add'l info. The hosp reported that the "pin disengaged after placing on the pt's head. The lock at the bottom disengaged and the pt rec'd a small laceration".

Manufacturer narrative:
The returned skull clamp was in fair condition. The 80# torque knob tested in spec, and the extension arm had no visible cracks. The swivel lock had both lateral and rotational movement when locked, and the index knob was cracked and needed replacement. The large starburst teeth were worn, but still functional; however, the threads needed heli-coil replacement. All other components were functional. The base casting was replaced in 2001 for the original base casting. The clamp was manufactured in 1986.